Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was undergoing holter monitor testing following syncopal episodes. The results showed that the autocapture algorithm was determining capture had occurred but would intermittently not evoke an r-wave. Autocapture was disabled and a static output values was programmed. The patient would continue to be monitored.